Manufacturer narrative:
This complaint is confirmed. The product implicated and returned for eval is a broviac 4.2 fr single lumen catheter. During functional testing of the catheter two pinhole leaks were observed. The leak sites are located 2.6 and 3.2 inches proximal to the distal tip of the catheter. The leak sites are undistinguishable while under magnification and are only visible during hydraulic pressurization. At this time the cause of the leaks is undetermined. The IFU gives instructions to avoid contact with sharp instruments. A lot history review (lhr) of huvd1289 showed no other similar product complaint(s) from this lot number.

Event description:
Upon further investigation of complaint sample, pin hole leaks have been revealed at the distal tip of catheter.